Event description:
There was an atrial lead revision done due to dislodgement. The lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.